Manufacturer narrative:
.

Event description:
Reporting status: serious injury/attempted medical intervention/permanent damage. Reporting rationale: distal shaft separated and remains in the patient. Device issue: distal shaft separation. It was reported that the flexi-cut balloon ruptured during use and the distal shaft separated and was lost in the coronary graft vessel. The takeoff of the saphenous vein graft (svg) was acute and required significant torquing of guide wires and devices to get them to the target area. The patient became ischemic during the diminished or occluded blood flow. The separated portion was snared back into the aorta and lost again. It is unknown at this time where the lost piece is located in the anatomy. No additional event or patient information is available.